Manufacturer narrative:
This report is submitted on july 20, 2018, by cochlear ltd. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however has yet to occur as of the date of this report.